Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and found low pressure side air leak and the delivered tidal volume exceeding the high limit, the unit was set at 500ml: low 450, high 550, measured 871 - failure. The technician replaced the solenoid manifold and flow valve.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 alarmed reset (crc err). At this time, there is no information regarding patient involvement associated with the reported event.